Event description:
It was reported the customer was hospitalized. The customer stated they had injected 180 units of insulin into their body while changing their infusion set for the first time. Customer was treated with dextrose and sodium chloride in the hospital. The customer's blood glucose was not provided. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.